Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, customer experienced an elevated blood glucose level of 529mg/dl; cause was not known. A manual insulin injection was administered to address bg. The customer reverted to manual injections for insulin therapy.